Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: suffered severe pain and discomfort.

Manufacturer narrative:
The complaint has been reopened because product information has been received which may change the investigation.

Manufacturer narrative:
Depuy still considers the investigation closed.clinical report was received. Clinical report states the patient was revised to address metallosis.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed at this time. (B)(4).

Event description:
Update 2/24/2016, medical records received. Medical records reviewed for MDR reportability. Medical records reported cup to be somewhat vertical and antiverted, stem appeared slightly undersized and metal stained fluid collection and tissues at revision. Lab results for metal ions were greater than 7 parts per billion. Stem will be added to complaint for elevated ions and cup added for malposition. The complaint was updated on: mar 8, 2016.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaints databases identified other reports against the metal on metal articulating components. Per procedure, these devices are exempt from device history record review. However, a previous review of the device history records did not reveal any related manufacturing anomalies. No other reports found against the remaining product/lot code combination(s). Xrays were reviewed. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Ppf alleges metal wear.